Event description:
A product liability claim was raised. It was reported that the pt was implanted a cls stem 135 9.0 12/1 on the left side on (B)(6) 2004. On (B)(6) 2012, the pt was admitted to hospital due to hip instability. The outcome was to re-operate the pt. Due to recurrent dislocation, the pt was re-operated on (B)(6) 2012, where the surgeon performed a distalization of the trochanter. The cls stem was left in place.

Manufacturer narrative:
The manufacturer did not received devices or x-rays for review. Other source documents (surgical report) were provided. Where lot numbers where received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided, as the pt has not been revised. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).